Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified; yellow particles in shell, linear opening, fold creases, wear abrasion. The leak test and microscopic analysis was performed which identified: a linear sharp opening on posterior in the same location of crease. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening.